Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, de novo lesion in the occluded distal superficial femoral artery (sfa) with balloon angioplasty. A 5.0mm x 80mm x 135 cm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion. The armada 35 balloon was inflated to an unspecified pressure. Several attempts were made to deflate the balloon using a manometer and a syringe, but the balloon failed to deflate and became stuck in the artery. An attempt was made to puncture the balloon using a 0.014 hi-torque command guide wire, but it was unable to puncture the balloon. The balloon was successfully pierced via transdermal puncture under fluoroscopic guidance. A new same size armada 35 was used to complete balloon angioplasty. There were no adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned. Visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue and difficulty removing was not confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The armada 35 balloon was inflated twice to nominal pressure prior to the deflation issue.